Event description:
Major pump unit(s) involved: device thrombosis. Additional text: pump thrombosis. Specific component(s) involved: other component malfunction, specify. Other component: pump thrombosis. Causative or contributing factor: no specific contributing cause identified. Intervention(s): unknown. Implant device type: lvad.

Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: other component malfunction, specify.